Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to painful hip. Surgeon asked to have heads and liners available. Surgeon removed a 36x60 metal liner from a 60mm pinnacle cup. The head that was removed was a 36x5 cocr head. Surgeon implanted a 40x60, +4 10 degree liner along with a 40x8.5 ts ceramic head. Due to hospital policies, sale rep was not able to retrieve lot numbers. Surgeon said the original was performed in 2004. That is all the information that was provided. And there was no surgical delay. Doi: 2004; dor: (B)(6) 2022; affected side: unknown hip.